Event description:
The lay user/pt called lifescan (lfs) on 12/04/2006, and alleged that her meter was reading inaccurately high. The medical affairs specialist spoke to the pt on 12/07/2006, and obtained and verified the following information. The pt tested her blood glucose at 3:15 pm and obtained a result of 98 mg/dl. She ate her usual snack of crackers and cheese. She took 6 units of humalog as usual. She then tested at 6:00 pm before dinner and obtained a result of "hi." She reported feeling nervous at the time of testing and that her stomach was "a little upset." She immediately took 15 units of regular insulin, although she reported that she thought she might be hypoglycemic. Within 15 minutes, she started feeling dizzy. She ate 1 piece of a chocolate truffle and then passed out. Her brother, who was with her at the time, called the paramedics. They tested her blood glucose when they arrived and obtained a result of 17 mg/dl. She was given IV glucose. She woke within 15 minutes and then drank orange juice and ate some bread. She was not taken to the hospital. Her results from earlier in the day were 61 mg/dl at 6:30 am and 125 mg/dl at 12:00 pm. She takes lantus, 5 units at bedtime and humalog with meals, snack time, and bedtime. The amount ranges from 6 to 8 units based on the meter result. The testing technique was correct and the technique for cleaning the puncture site was correct. The pt did not have control solution to troubleshoot. This complaint is being reported as as the pt took her insulin based on the meter result and subsequently was treated for hypoglycemia. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet rec'd it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.